Manufacturer narrative:
(B)(6). The customer did not provide patient demographics such age, date of birth, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to assess system performance. The fse adjusted ultrasonics voltage then ran system qc and a tsh precision study. All passed within specifications. In conclusion, the cause of this incident is a hardware malfunction as the ultrasonics were out of adjustment.

Event description:
On 22nov2021 the customer reported non-reproducible erroneous low tsh (access tsh 3rd is, part number b63284 and lot number 172102) result of 0.02 uiu/ml was generated on the customer's access 2 (access 2 immunoassay analyzer a25635 and serial number (B)(4)) on (B)(6) 2021. The patient sample was repeat tested and results of 32.88 uiu/ml and 69.75 uiu/ml were generated on (B)(6) 2021 and (B)(6) 2021, respectively. There was a report of change to patient treatment or management which occurred in connection with this incident. The customer reported the patient underwent a change in treatment; however, no further information regarding change to treatment was provided. No hardware errors were reported in conjunction with this event. System performance indicators such as system check and calibration were passing within specifications at the time of the incident. Quality control (qc) results were randomly falling outside of the 3sd ranges for several assays between (B)(6) 2021 and (B)(6) 2021. No issues with sample integrity were reported by the customer. Sample type, collection and processing information such as centrifugation time and speed, sample storage or other sample information was not provided. A beckman coulter field service engineer (fse) was dispatched to assess system performance.